Event description:
It was reported that during a sigmoidectomy procedure, jamming of the device occurred. Also the clip was formed tear-drop shaped. Another device was used to complete the case. There were no adverse consequences to the pt. The devices were discarded.

Manufacturer narrative:
Date sent: 04/20/2009. Info is unavailable; device was not returned for eval.